Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy. Procedure date is unknown. According to the complainant, there was a high pressure alarm from the pump and the peg tube was not flushable because it was occluded. The jejunal tube was easy to flush, but not the peg tube. The peg tube was full of black residue and the connector also had black residue from the inside. They removed the black residue and placed a new connector. The pump is now working fine and the outer tube is flushing well. On (B)(6) 2017 the peg/j tubes were replaced with non-bsc tubes. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on april 21, 2017. The peg tube was noted to be occluded on (B)(6) 2017. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy. Procedure date is unknown. According to the complainant, there was a high pressure alarm from the pump and the peg tube was not flushable because it was occluded. The jejunal tube was easy to flush, but not the peg tube. The peg tube was full of black residue and the connector also had black residue from the inside. They removed the black residue and placed a new connector. The pump is now working fine and the outer tube is flushing well. On (B)(6) 2017 the peg/j tubes were replaced with non-bsc tubes. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on april 21, 2017. The peg tube was noted to be occluded on (B)(6) 2017. There were no patient complications reported as a result of this event. Additional information received on april 28, 2017. The initial placement of the peg tube was in (B)(6) 2013.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy. Procedure date is unknown. According to the complainant, there was a high pressure alarm from the pump and the peg tube was not flushable because it was occluded. The jejunal tube was easy to flush, but not the peg tube. The peg tube was full of black residue and the connector also had black residue from the inside. They removed the black residue and placed a new connector. The pump is now working fine and the outer tube is flushing well. On (B)(6) 2017 the peg/j tubes were replaced with non-bsc tubes. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.